Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer cover did not attach to the bd micro-fine¿ plus pen needle to remove it from the pen. The following information was provided by the initial reporter: "the complaint is coming from one of the diabetes patients. The main complaint is about bd microfine plus-6mm not compatible with novorapid flexpen. The patient informed that pn fits the pen before injection and there is no problem during injection. But the problem starts at trying to remove the pn from pen. She tells exactly: after injection she places outer cover on the pn to be able to remove the pn from pen safely. But pn outer cover doesn't fit pn on the pen."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of pen ndl 31g 6mm pen needle were provided. The customer reported that after injection she places outer cover on the pn to be able to remove the pn from pen safely. But pn outer cover doesn't fit pn on the pen. The photos were examined visually and looks like pen needle were new and unused. Therefore, we cannot verify the outer cap/shield of pen needle to determine the indicated failure. Hence, with available photos the complaint could not be confirmed, and root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the outer cover did not attach to the bd micro-fine¿ plus pen needle to remove it from the pen. The following information was provided by the initial reporter: "the complaint is coming from one of the diabetes patients. The main complaint is about bd microfine plus-6mm not compatible with novorapid flexpen. The patient informed that pn fits the pen before injection and there is no problem during injection. But the problem starts at trying to remove the pn from pen. She tells exactly: after injection she places outer cover on the pn to be able to remove the pn from pen safely. But pn outer cover doesn't fit pn on the pen."